Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire. It was locked. Additionally, it was stated that the jaws of the device locked on tissue.